Event description:
The doctor was dissecting during open heart surgery using a conmed pencil. Doctor received a finger burn through a pin hole in their glove. Two stacked esu's were in use. This report is for esu no. 1.